Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module beeped communication error after 93.8ml administered of medication asp3082 through channel b. There was patient involvement but no harm.

Event description:
It was reported that the pump module beeped communication error after 93.8ml administered of medication asp3082 through channel b. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Investigation summary: the reported communication error was instead found to be a channel error (error code 243.4070) and was confirmed during the review of the device logs. However, laboratory testing could not replicate the reported failure. The review of the pcu error log showed that the error code 243.4070 occurred a total of three (3) times: on 13 march 2023, 15 december 2023, and 22 april 2024. The review of the pcu event log showed that while the suspect pump module was infusing at the rate of 200 ml/h, a channel error (error code 243.4070) error occurred. No other infusions took place on the date of 22 april 2024. At 12:32 pm, the suspect pump module was programmed to infuse at a rate of 200 ml/h with a volume to be infused (vtbi) of 170 ml. At 1:00 pm, a channel malfunction occurred and the pcu was powered off. Exhaustive laboratory testing found the suspect pump module to be operating within specification. The inspection process found no contamination or damage with the logic board, the motor controller board or the air in line (ail) board of the suspect device. The date code of the ail assembly was observed to be april 2010, which makes it over 14 years old. The logic board and ail assembly will be replaced as a preventive measure. Bd alaris system channel error tipsheet states that a channel error message means the device has discovered an error in either the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported communication error was identified to be a channel error (error code 243.4070). After exhaustive efforts, the reported issue could not be replicated and the root cause of the channel error (error code 243.4070) was not determined during this investigation. Note that imdrf annex a1801, a0404, a040502, a040506, c23, c0601, c07, d15, d01, d11 and g02017, g0301201, g04067, g04037, g0204002 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module beeped communication error after 93.8ml administered of medication asp3082 through channel b. There was patient involvement but no harm.